Manufacturer narrative:
Pump had cracked case at display window corners, broken battery tube threads, reservoir tube lip completely broken off, minor scratched and cracked display window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has many scratches on the display window and there are cracks near the battery compartment. Customer's blood glucose was unknown at the time of incident. No further details given.